Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient started having an unresponsive recharger about 4 weeks ago, but then the rep met with the patient and tried charging the recharger, but the recharger would not charge or respond. The rep would call the patient to get the serial number to replace the wireless recharger. Additional information was received from the manufacturer representative. The rep reported that the cause of the recharger issues was unknown, but could have been due to the age of the recharger. The rep met with the patient in the clinic and confirmed that everything was set up correctly and the wireless charger was not turning on. The rep then contacted patient services and they started a claim to replace the charger.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot#, serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the wireless recharger (sn: (B)(6)) found no anomalies were visually observed. Patient complaint confirmed. Led#s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.